Manufacturer narrative:
The insulin pump passed the displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm, all buttons functioned properly, there was no damage in the keypad assembly and the device was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call no delivery alarm and keypad anomaly. Customer's blood glucose level was 537 mg/dl. Troubleshooting for no delivery was performed. Customer advised the buttons did not ramp up on their own. Customer treated their high blood glucose with a manual injection. Customer advised the alarm occurred during manual prime and the issue was recurring. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to clear the no delivery alarm as a result of unresponsive buttons. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.